Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02733. It was reported the patient experienced ineffective stimulation and high impedances and x-rays indicated the lead was fractured. Surgical intervention is pending to address this issue. Note: it is unknown which lead is fractured so all leads are being reported.